Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device had a partial detachment of the imaging windows at the lap joint section. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that crossing difficulties were encountered. The target stenosed lesion was located at the left anterior descending artery. An opticross imaging catheter was selected for use. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial detachment of the imaging windows at the lap joint section.